Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer called in regarding the insulin pumps with the scroll wrap feature recall. Customer reported that they have had higher than usual blood glucose levels in the 300mg/dl range, and believes that the insulin pump is not delivering insulin. Customer declined troubleshooting. The customer believes the no delivery was due to a possible bent cannula. Customer's blood glucose level at the 110mg/dl. No additional information was provided.